Event description:
The customer reported that a dash and dashport fell while connected to each other resulting in physical damage to both devices. There was no reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.